Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01488. This report is being submitted as additional information. Approximate age of device- 10 months. Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated lactate dehydrogenase could not be determined. A review of the submitted system controller log file noted several transient elevations in pump power, the majority of which were captured during pi events. The pump operated above the low speed limit for the duration of the log file and appeared to be functioning as intended. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad (ventricular assist device) support and no further issues have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic with a lactate dehydrogenase (ldh) of 1424 u/l. The reference range is between 338-610 u/l. The powers were within normal limits. Additional information was requested, but not provided.